Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00677, 3005168196-2017-00678. The coil was inadvertently disposed by the hospital.

Event description:
The patient was undergoing a coil embolization in the splenic artery using ruby coils. During the procedure, while attempting to advance a ruby coil through a non-penumbra microcatheter, the scrub technologist experienced resistance and the ruby coil kept getting stuck in the microcatheter. The scrub technologist believes that the very tortuous nature of the vessel was causing the microcatheter to cinch down on the ruby coil. Therefore, the ruby coil was removed. While attempting to advance two other ruby coils through the microcatheter, resistance was felt and subsequently, the ruby coils would not advance through the microcatheter; therefore, they were removed. It was reported that the scrub technologist inadvertently kinked both ruby coils after removing them from the packaging hoop. The procedure was completed using a lantern delivery microcatheter and two additional ruby coils. There was no report of an adverse effect to the patient.